Event description:
The patient complained of chest pain following the procedure and thrombus was confirmed in all three of the implanted cypher stents. This pt presented elective treatment of mid to proximal lad of 60mm in length in an unknown vessel diameter. This lesion was described as (class c) and was diffuse with chronic total occlusion. A second lesion was treated in the proximal left circumflex of unknown length and diameter. This (b2) eccentric lesion was also described as introitus. Asa 100 mg/day was the pre-procedure medication. Intra-procedure medications included asa 100mg/day, heparin 15,000 units and ticlopidine hydrochloride 200mg/day. In the lad, pre-dilation was conducted with a 2.5x30mm balloon at 12atm before deploying three overlapping cypher stents. There were a 3.0x23mm cypher, a 3.0x33mm cypher and a 3.5x18mm cypher, all at 16 atm.